Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The appearance of the subject device was confirmed. It was discovered that the distal hood partially was torn. There were no abnormalities in the appearance of the distal hood other than the tear. No other abnormalities such as dirt that could lead to the phenomenon of the reported event were detected. The manufacturing record was reviewed and found no irregularities. It can be inferred that the reported event occurred due to breakage of the hood at the distal end. Based on the past similar cases, it was known that an extension force was applied to the hood at distal end with chemical solutions (vaseline, olive oil, alcohol, or the xylocain spray) residues adhered to the hood. This might have caused embrittlement of the hood materials causing the hood to break. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic retrograde cholangiopancreatography after a total gastrectomy, the subject device fell inside the patient. The subject device was retrieved. The user discontinued the procedure. There was no patient injury reported.